Event description:
It was reported device was used in a total knee replacement. The barbs did not appear to be as pronounced as in the past. The patient presented post operatively with a 1cm dehiscence toward the apex. Wound was able to be treated in the office. (B)(4).

Manufacturer narrative:
The actual product involved with the incident reported will not be returned. Method: the actual device will not be returned. Results/conclusions: the actual device will not be returned. No product evaluation can be performed. Without the finished good lot number it is not certain if there were any quality issues against the raw material suture or the lot. However, a record review was performed for the finished goods lots purchased during the past year for this item. Five (5) device history records were reviewed. There were no non conformances issued for these lots nor the suture component lots. Dehiscence, is a known risk with any suture material. The most probable root cause for post operative dehiscence can not be determined with certainty based on the information provided. (B)(4). Item #sxpd2b404 stratafix spiral pdo knotless tissue control device. 2ct-3-1-pdo 14 x 14 13mm ldr, lot unknown.